Event description:
Related manufacturer reference number: 2017865-2022-04380. It was reported that the patient presented remotely via merlin.net. The right atrial (ra) and right ventricular (rv) leads were both exhibiting noise due to insulation damage. The ra and rv leads were both explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events for insulation damage and noise were not confirmed. A complete lead was returned in two pieces. Visual inspection and electrical testing found no anomalies except for damages consistent with procedure damage. Portion b failed the hi-pot test between conductor paths due to outer and inner insulation damage consistent with procedure damage.